Event description:
The customer alleged that the unit was leaking a mixture of water and cidex opa at the relief valve. There were no reports of injuries related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment evaluated at customer site. The fse found fluid mixture of water and cidex opa expelling from the air compressor check valve. The fse replaced air valve and the customer ran a cycle. The fse checked system for leaks. System performs to specifications.